Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, hard/stuck pump. The device was removed/replaced.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on all pump tubing, reservoir inlet tubing, and on the exhaust tubing of cylinder 1. No functional abnormalities were noted with any of the returned components. The information received indicated the device was hard/stuck, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.